Event description:
Patient reported capsular "contracture, baker grade unknown, rupture, pain, swelling, difficulty to do simple things that before did not affected the patient¿s daily life, as sleep or practice physical activities, recall, autoimmune disease called ankylosing spondylitis which is not device related. Later, healthcare professional reported seroma-late and confirmed no sign of rupture via MRI. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture, baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.